Event description:
It was reported that the up button on the infusion device was damaged and no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.